Manufacturer narrative:
Updated fields:b3, b4, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: e1 (event site city). A getinge field serviced engineer (fse) evaluated the unit and found the video board malfunction. The fse replaced the replaced the video board and performed test. The device passed all factory-specified performance and safety tests and is suitable for clinical use.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). Report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) users reported that the screen turned off during device use, no injuries were reported.